Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator's (crt-d) explant indicator was triggered, however, recent transmission showed less than three months to explant. Boston scientific technical services (ts) explained that this was due to voltage recovery wherein the device can go back to less than three months after triggering explant and will likely trigger again the explant indicator. Additional information indicated that the device was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.